Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced discomfort at ipg site. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that no falls or trauma were reported and the ipg did not migrate. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was buried deeper into the pocket. No product was used or removed. Effective therapy was restored.